Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no known impact to the customer¿s blood glucose level. Troubleshooting was performed and insulin was not observed dripping out of the infusion tubing during the load fill tubing sequence. Further troubleshooting to determine whether the blockage was within the tubing or the cartridge was declined. Multiple attempts were made by tandem¿s technical support to complete troubleshooting; however, no response was received.